Event description:
It was reported to boston scientific corporation in early 2008 that a safety peg kit push method was used in a procedure performed in late 2007 (patient age, gender and weight are unknown). According to the complainant, the guidewire became broken at the implantation. The device was implanted without problem. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Visual examination revealed that the tip of the guidewire was damaged. It is likely that the guidewire became caught on another object and tore, resulting in the coil wire unraveling and the inner core wire breaking. The exact cause of the tip damage cannot be determined.